Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38833814 and lot number 2209996. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be identified for this incident.

Event description:
It was reported that the bd asepto¿ scalp infusion set was found damaged/defective. The following information was provided by the initial reporter, translated from portuguese: "we have scalps n° 23 of another lot in stock which, after this notification, also showed a quality deviation".

Event description:
It was reported that the bd asepto¿ scalp infusion set was found damaged/defective. The following information was provided by the initial reporter, translated from portuguese: "we have scalps n° 23 of another lot in stock which, after this notification, also showed a quality deviation".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.